Event description:
A dialysis facility requested to have a machine evaluated after an adverse event. It was reported that the venous needle was pulled out from the pt's access during a hemodialysis treatment. There was reportedly no machine alarm. Estimated blood loss was two liters. Pt coded and expired. Venous width selected was 200. No other info is available.